Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported material separation or patient effect; however, the subsequent treatment appears to be related to circumstances of the procedure. It was reported that during removal of the command guide wire, a material separation occurred. Factors that may contribute to a material separation during removal include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material separation. The separated portion of the guide wire remains within the patient¿s anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was for a lower limb angiogram. When trying to catheterize the tibial artery, the ht command guide wire went into a collateral artery. When the guide wire was removed, it was noted that the distal part had separated and remained in the patient. Attempts were made to snare the separated portion however were unsuccessful and the separated portion remains free floating. No additional information was provided.